Manufacturer narrative:
No devices received. The only photo sent shows the side of the cut guide for part/lot information; therefore the condition of the component is unknown. The device history records for the cut guide were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. This device has been in the field for approximately 8 to 9 years. A complaint history review found no other complaints for this part and lot combination. Surgical notes were not provided. A definitive root cause for the stated concern cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient experienced intracondylar femur fracture after preparation of the bone with a cut guide and provisional instrument. The fracture was noted during insertion of the final implant.